Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the o2 input flow and nebulizer valve tests are failed. No patient involved.

Manufacturer narrative:
It was reported that the o2 input flow and nebulizer valve tests failed during preventive maintenance. No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. The log file review performed by hamilton ag confirmed the issue. The root cause of the event was determined to be a defective o2 mixer. After replacing the o2 mixer, the device was released back into use.